Event description:
It was reported by repair work order that the cot wheel was bent. Upon inspection of the unit by the service technician, it was observed that the caster was bent and would not roll and the retaining post was loose.